Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 502 mg/dl and moderate ketones. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a correction bolus to address bg. Customer went to the emergency room and was ultimately was admitted to the intensive care unit (ICU) due to bg. Customer reported acute kidney injury. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged (B)(6) 2024 with issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.